Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and 3005099803-2024-05689 for the orca air/water and suction valves. It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of a suspected pancreatic head mass. About an hour into the procedure, the scopes lens cleaner stopped working. The irrigation tubing was switched but the issue was not resolved. The procedure was not able to be completed due to inability to clear the lens and poor visibility. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 3005099803-2024-05692 for the exalt model d scope and 3005099803-2024-05689 for the orca air/water and suction valves. It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of a suspected pancreatic head mass. About an hour into the procedure, the scopes lens cleaner stopped working. The irrigation tubing was switched but the issue was not resolved. The procedure was not able to be completed due to inability to clear the lens and poor visibility. There were no patient complications reported as a result of this event.